Manufacturer narrative:
Upon further review "other" no longer applies to this event. Patient code no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n0045848, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a, lot# n0053677, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4)

Event description:
The consumer reported that prior to removal of the device they started getting lumps on their head in their scalp and the lumps turned into ulcers. The ulcers ended up affecting the patient's lymph nodes on their right side which the patient felt was odd since the device was implanted on the left side. A biopsy was performed on the lumps and it was discovered that they were squamous cell. It also caused a scalp infection which the patient was still fighting at the time of the report. After the device was removed the patient started developing scar tissue where the implantable neurostimulator (ins) was located. The patient was indicated for myofascial pain syndrome. No causes or diagnostics were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the ulcerated area on the patient&#38112;scalp was not healing. They were going to test for an allergy but no allergy had been confirmed. The patient was having allergic reaction symptoms and irritation on their scalp.